Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the ratcheting mechanisms of two ratcheting handles jammed during surgery. An alternative handle was used to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00051.

Event description:
It was reported that the ratcheting mechanisms of two ratcheting handles jammed during surgery. An alternative handle was used to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: the returned device was evaluated. The ratcheting mechanism was found to ratchet in both directions; however, the movement was rough and required greater than usual force to operate. Inspection of the ratchet mechanism found rust, indicating that the handle was not cleaned and dried correctly. Based on previous failures such as this, it is likely that improper cleaning and drying of the handle at some point in the devices life resulted in the observed rusting.

Event description:
It was reported that the ratcheting mechanisms of two ratcheting handles jammed during surgery. An alternative handle was used to complete the procedure without reported patient impacts. This is report two of two for this event.